Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Concomitant system: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012-, product type: implantable pulse generator. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid via a pump implanted for spinal pain. It was reported that at the end of (B)(6) 2015, the pump stopped working and the patient passed out in the shower. The patient went to the emergency room and reported he was going through withdrawal. Saline was put in the pump which cleared the catheter. It was thought that there was a blockage, but it turned out to be a kink in the catheter. This happened twice in the same time frame. It was determined the catheter needed to be shortened. In the middle of (B)(6) 2015, a surgery was performed to shorten the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the catheter kink was confirmed via catheter dye study. The cause of the catheter kink was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.